Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows the device packaging so the indicated failure mode for retraction failure was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and the issue of retraction failure was observed in 2 of the retention samples. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode retraction failure. Bd determined that the root cause of the indicated failure mode was attributed to an incorrectly sized bolt installed in the manufacturing process, contributing to damage that affects retraction. This bolt was replaced with the appropriate part. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set needles are not retracting after use. This event occurred 3 times. No patient harm. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that wingset pbbcs that the needle is not retracting.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set needles are not retracting after use. This event occurred 3 times. No patient harm. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that wingset pbbcs that the needle is not retracting.